Event description:
The customer informed siemens that the atellica ch 930 analyzer had salicylate (sal) quality controls failures. The customer does not know if the analyzer generated discordant results. The customer is considering a lookback to identify if samples and results are affected. There are no known reports of patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A united states customer contacted siemens customer care center (ccc) and stated that their atellica ch 930 analyzer had salicylate (sal) quality control (qc) failures. The customer informed siemens that an imprecision issue was observed during daily qc and has been observed for three (3) months, approximately since (B)(6) 2022. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting and a ten (10) point precision test with multiqual and immunoassay plus controls. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00249 on 07-sep-2022. Additional information (08-sep-2022): the customer provided updates regarding the event. The customer stated the date of the first event is (B)(6) 2022 and did not send an initial report to the FDA. The customer informed siemens that they observed no issue with qc or patient samples after becoming aware of the salicylate (sal) quality control (qc) imprecision issue. The customer stated that there was no delay in testing, no discordant results reported, and no impact on patients. Siemens identified that biorad multiqual qc samples were used for testing and analyzed the water sources from millipore, which provided deionized water to the atellica ch 930 analyzer and water sources located on the analyzer. Minimal bacterial growth was identified in each area where the water was collected. The source of the bacteria is unknown and can potentially impact the assay performance. A siemens customer service engineer (cse) investigated the issue, performed services, and resolved the issue. The atellica ch 930 analyzer is operating as specified, and no further evaluation of the device was required. Sections b3, b6, and e4 are updated with new information. Section h6 is updated to reflect a new investigation findings and investigation conclusions code.

Manufacturer narrative:
Siemens filed the initial MDR on 07-sep-2022. Siemens filed the first supplemental MDR 2432235-2022-00249_s1 on 28-sep-2022. Correction (28-sep-2022): siemens confirmed the "date of event" referenced in the first supplemental MDR was incorrect. The correct date is 17-august-2022 and is not 20-aug-2022. Sections b3 and b6 are updated to reflect the correct information. Additional information (28-sep-2022): siemens reviewed additional information and noted the customer complaint involved falsely elevated salicylate (sal) quality control (qc) outliers observed on the atellica ch 930 analyzer with serial number (B)(6). Siemens updated section d4 to include the correct serial number. The customer reported instances in which qc replicates would recover outside the customer's range. However, after reprocessing the same qc material, the customer noted that the results recovered within the customer's range and proceeded to process patient samples. Siemens expanded their investigation to review data from (B)(6) and identified two qc level 1 replicates which were falsely elevated. Repeat testing of the same qc material yielded acceptable results, and siemens confirmed that no patient samples were processed until qc replicates became acceptable. Siemens reviewed qc data from their alternate atellica ch 930 analyzer with serial number (B)(6) and identified three instances of qc replicates that recovered outside of range. Repeat testing of qc material yielded acceptable results, and the customer processed patient samples following the acceptable qc results. A siemens customer service engineer (cse) has performed services repairs that include replacing valve 43, reagent arm 1 (r1) pressure transducer, ring baffle, ring bath thermistor, reaction ring heater with filter board, basin, sample and reagent arm 1. The alignments were verified on the reagent arm 2 and mixers. Siemens performed a follow-up and observed no falsely elevated sal qc replicates post-service interventions. The cause of salicylate (sal) qc outliers is unknown. The atellica ch 930 analyzer is operating as specified, and no further investigation of the device is required. Section h6 is updated to reflect a new investigation findings and investigation conclusions code.